Event description:
It was reported by the clinician that the physician was attempting to place the catheter in the patient's femoral vein. The needle was placed and the spring wire guide (swg) was inserted without incident. The physician then inserted the dilator over the swg, but could not pull the dilator back out because it was tangled with the swg. After the swg was removed, the physician noticed a large kink in the swg and some of the patient's issue.

Manufacturer narrative:
Sample will not be returned for evaluation.